Event description:
The customer reported that the system software froze during the boot process. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The customer resumed usage of the device. The system was tested and found to be working as intended and put back into service.